Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient was in kidney failure and was getting dialysis treatment. During the admission, the patient suffered an ischemic stroke. The patient was on heparin during the time of the stroke. They were not sure if it was due to the pump. The patient has memory loss and doesn't know the pump anymore. The patient required 24/7 care at home.

Manufacturer narrative:
A root cause for the patent's ischemic stroke could not be determined through this evaluation. The patient remains ongoing on vad-7064 and no additional complaints have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
An update on the patient was given and indicated that the patient is alive and well on dialysis.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.